Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump had a broken reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump was cracked where the reservoir is inserted. The blood glucose reading went as high as 400 mg/dl. The customer changed the set and insulin and declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.